Event description:
It was reported that the right ventricular (rv) lead exhibited infection and vegetation. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was infection. Visual examination found no malfunctions. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.